Event description:
It was reported that the customer was shoveling snow with the pump in a pocket, in temperatures as low as 7 degrees. During which, the pump reset unexpectedly. The customer's blood glucose level was impacted (>400mg/dl) and a correction bolus was taken.

Manufacturer narrative:
The t:slim pump user guide states:avoid exposure of the pump to temperature below 40 degree f or above 99 degree f, as insulin solutions can freeze at low temperatures or degrade at high temperatures. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.